Event description:
As reported, the indicator window on a 5f exoseal vascular closure device (vcd) never turned black even after the device was fully withdrawn from the body. Hemostasis was achieved with 15 minutes of manual compression. There were no reported injuries to the patient. There were no difficulties connecting the device, proper locking and audible feedback were confirmed, pulsatile flow was observed, and the device and sheath were retracted together appropriately. The indicator wire loop was deployed upon removal with no anomalies noted. The procedure was performed using a retrograde approach, and the exoseal vascular closure device (vcd) was used in a diagnostic procedure. The physician was certified in the use of the exoseal vcd, and no device or packaging damage was observed prior to use. A non-cordis sheath (5f) was utilized at the arterial site. Angiography confirmed femoral artery suitability, including appropriate insertion angle, and vessel diameter was verified to be at least 5 mm. There was no visible calcium or plaque, no nearby stent, no significant stenosis, no prior closure within 30 days, and no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. The device was used following standard operating procedure. The device will be returned for evaluation.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. Complaint conclusion: as reported, the indicator window on a 5f exoseal vascular closure device (vcd) never turned black even after the device was fully withdrawn from the body. Hemostasis was achieved with 15 minutes of manual compression. There were no reported injuries to the patient. There were no difficulties connecting the device, proper locking and audible feedback were confirmed, pulsatile flow was observed, and the device and sheath were retracted together appropriately. The indicator wire loop was deployed upon removal with no anomalies noted. The procedure was performed using a retrograde approach, and the exoseal vascular closure device (vcd) was used in a diagnostic procedure. The physician was certified in the use of the exoseal vcd, and no device or packaging damage was observed prior to use. A non-cordis sheath (5f) was utilized at the arterial site. Angiography confirmed femoral artery suitability, including appropriate insertion angle, and vessel diameter was verified to be at least 5 mm. There was no visible calcium or plaque, no nearby stent, no significant stenosis, no prior closure within 30 days, and no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. The device was used following standard operating procedure. One non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was not locked. The plug was in its manufactured position, and the indicator wire was found not deployed. No catheter sheath introducer (csi) was returned for this evaluation. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis, no additional anomalies were observed to be reported. A deployment simulation evaluation was performed after the guard was locked, deploying the indicator wire. During this analysis, the indicator wire was pulled to achieve the black/black position in the indicator window. The deployment lever was then fully depressed, achieving indicator wire retraction and the expected plug deployment. Additionally, the indicator window black/white/red position was obtained. A high-magnification microscopic evaluation was executed to evaluate the internal mechanism of the device. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator window no change to indicator¿ was not observed on the returned device, as functional analysis demonstrated full window transition and successful plug deployment. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the available information and product analysis, user-related factors (potential use error) may have contributed to the reported issue of no change in the indicator window. The device was received with the indicator wire cowling guard not depressed and the indicator wire not deployed. This condition does not align with the customer¿s description of the event. During functional analysis, once the indicator wire cowling guard was depressed, the indicator wire deployed as designed. If the device was used in the condition in which it was received (with the indicator wire not deployed), the indicator window would not transition. The device is designed such that, upon retraction, the deployed indicator wire abuts the arteriotomy site, which then triggers the indicator window to transition and indicate device deployment. Without indicator wire deployment, this transition would not occur. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿the exoseal instructions for use (IFU) notes the following: (xi.5) once the hub of the sheath introducer engages with the indicator wire cowling retract them together using one fluid motion until they lock into position against the handle assembly and an audible ¿click¿ signifies proper connection. The indicator wire will automatically deploy at this point. Caution: do not reinsert the exoseal vcd into the vascular sheath introducer if it is removed prior to locking into position. Caution: if for any reason it is desired to abort the procedure once the exoseal vcd has been introduced into the bloodstream, remove the exoseal vcd and the vascular sheath introducer as a unit.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.